Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The DHR was reviewed and no relevant issues were found during manufacture that would be associated with this complaint. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It is reported that on an unknown day, prior to a procedure, it was noticed that the tip of a screwdriver was broken. It is unknown how the screwdriver broke. It was not used at all in the procedure. An identical screwdriver was used instead. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and at the time of release to warehouse there were no relevant issues were found during manufacture that would be associated with this complaint. Placeholder.

Manufacturer narrative:
The device was evaluated, and a CAPA had already been initiated for this part number to address this type of complaint. This device was manufactured before the corrective action was implemented.